Event description:
Reporter indicated that the patient had passed away due to an acute seizures which lasted for several minutes. It was noted that the patient had not experienced seizures this long in the past, and that they usually lasted from 30-60 seconds. Attempts for further information from the patient's treating physicians have been unsuccessful to date, therefore the relationship between the patient's death and vns therapy cannot be determined.